Manufacturer narrative:
Follow-up 1: during the analysis of the received device, it was observed that the catheter was functional and reactive. After connecting the catheter to a monitor for more than 90s the monitor shutdown. This occur also when another monitor is used. A traceability analysis has been conducted and it shows the presence of the faulty stm eeprom component. The erroneous write caused by the eeprom compound is not supported by the monitor, which causes the monitor to stop unexpectedly and reboot. The CAPA 2025-04 opened on the subject of monitor reboots is still ongoing, and it addresses the various investigations carried out on the subject.

Event description:
Reboot of the monitor when connecting a catheter.

Manufacturer narrative:
Sophysa is pending for more information about this incident.

Event description:
Reboot of the monitor when connecting a catheter.